Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Cut my mouth [mouth injury]. Pain - mouth [oral pain]. Toothbrush head broken [device breakage. Consumer contacted via online chat and stated that the toothbrush head had broken. No serious injury was reported.